Event description:
It was reported that the sensor seem to be detached and stayed under the skin. Patient will go to the hospital to remove the cannula. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.